Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. According to the device history records for lot number m5082t404, the product met manufacturing procedures and was accepted by quality assurance inspectors. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). Device not returned.

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to 8030647-2015-00178 for the second patient. It was reported by the that, "the hospital described the issue as the suction button remained depressed and could not be unlocked." Additional information was received on 08/04/2015 that stated the catheters continued suctioning the patients even while in the locked position. The ventilator was alarming due to loss in tidal volume. The catheters were changed and new devices were applied. No further issues were noted.

Manufacturer narrative:
Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Additional information received via medwatch report (B)(4). (B)(6), female, (B)(6). Event date (B)(6) 2015. Medwatch states "on (B)(6) 2015 a (B)(6) was vented in picu and the vent was alarming. The ventilator circuit was checked and the in-line suction catheter found to be defective at the thumb valve part. Patient manually ambued with 100% 02. In-line suction catheter immediately replaced and patient placed back on the vent. (B)(4)." No further information provided.